Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A photo of the reported device was returned, however, unable to determine leakage in review of photo. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. As bd is aware of tubing leakage complaints with remediation actions being taken, a DHR review is not required. Refer to CAPA (B)(4) for complete documentation and action plans. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that while using the 23 g x .75 in. Bd vacutainer® push button set with 7 in. Tubing and pre-attached holder a hole was found in the tubing leading to blood leakage and air loss during use. No mucous membrane exposure, medical intervention, or injury.